Event description:
It was reported the rigid video scope exhibited stripes in image and the image turned black. The issues were observed during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and one of the customer´s allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken and therefore the image is not displayed and the fiber bonding in the outer tube area (distal end) is damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: image not displayed due to broken video cable. However, the probable cause of the damaged fiber bonding in the outer tube area (distal end) could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information reported by the customer.